Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderate-severely calcified lesion located in the mid right coronary artery (rca). There was 40% stenosis in the proximal portion of the lesion and 80% stenosis in the distal portion of the lesion. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during the procedure a dissection occurred and the patient was transferred immediately to the operating room. It was indicated that medical staff suspect that a non-medtronic guide extension catheter used during the procedure primarily contributed to the dissection. The patient was reported to be alive with no further injury.

Manufacturer narrative:
The patient was transferred immediately to the operating room for surgery. If information is provided in the future, a supplemental report will be issued.